Event description:
It was reported that a 54-year-old female patient underwent a primary breast reconstruction surgery with a mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the left side, which was confirmed during a mammogram. As a result, the patient underwent removal and replacement with a 630cc mentor memorygel xtra breast implant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 21, 2022, mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-5937909). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 14, 2022, mentor became aware that information was inadvertently omitted from the initial report. The impacted product was a 600cc mentor memorygel breast implant. Manufacturer's reference number: (B)(4) b5 event description should have included the size of the impacted product as 600cc.